Manufacturer narrative:
Clinical sensitivity testing was performed with seroconversion panel samples using an in-house retained reagent pack of architect hbsag qual ii assay lot 61285fn00. No returns were available from the customer site. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a false nonreactive result generated for one patient sample tested on an architect i1000sr analyzer. The patient told the customer that she had previously tested positive an another lab that uses the siemens platform. The customer then tested the sample on the sysmex platform in their lab and generated a weak positive result that confirmed positive. The sample was sent to another lab and tested nonreactive on that lab's architect i2000sr analyzer. A "confirmatory test" (customer mentioned it was not launched yet) did not confirm the presence of the virus. Anti-hbc testing was positive. The customer then sent the sample to two other labs in which the sample tested negative on the roche platform and positive on the siemens platform. The customer refused to provide any further patient information. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.